Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device's wireless telemetry no longer available. It was noted that the patient is not followed on carelink and that device probably won't be explanted due to unavailability of wireless. Therefore, the device remains in use. No patient complications have been reported as a result of this event.